Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens remains implanted t this time. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the reporter (patient) that the lens was exchanged. The reporter is happy with the outcome and vision. The company, 19.5 diopter, add power +2.2/+3.2 was replaced with a non-company monofocal 20.5 diopter lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced trouble reading and difficulty with bright light. The iol was exchanged for a non-company lens 2 years, 11 months, and 5 days after the initial implant procedure, and the patient was doing well. She was happy with the result and wanted to make note that people with migraines should not be considered candidates for multifocal lenses. The patient's neurologist had stated, never mess with the visual stimulation of a migraine sufferer.